Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation the pump was found to be outside of the volumetric range that mmdg considers not reportable. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump "bag is running dry hours before it is programmed to". Mmdg made multiple attempts to obtain additional information, however, no other information was made available. (B)(4).